Manufacturer narrative:
Per the user guide: this alarm (auto-off) notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not interacted with the pump for 12 hours and received a valid auto-off safety alarm. Tandem technical support educated the customer on auto-off alarms. Customer acknowledged information. There was no reported impact to blood glucose.